Event description:
During use for a cardiopulmonary bypass procedure, the user reported the surgeon wanted to have the pt's lower body perfused. The main pump was in use with the auxillary artery, so the perfusionist used the cardioplegia pump when the aorta was clamped. The perfusionist failed to keep the arterial head rolling fast enough for the other pump to work, which caused air to be drawn in over the oxygen fibers resulting in an air embolism. No malfunction of the device was reported.

Manufacturer narrative:
Eval in progress, but not concluded.